Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. Upon interrogation, the right ventricular lead exhibited high impedance and fracture. The lead was capped and replaced. The were no complications to the patient post operation.